Manufacturer narrative:
(B)(4). G2: foreign: poland. Visual examination of the returned product identified the suture and anchor were not attached to the device. There is bio-debris on the handle and the suture of the device as well. The tip of the juggerknot has fractured and not all pieces were returned. The anchor appears to have damage secondary to the inserter fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was attempting to implant the anchor there was damage to the needle tip and the surgeon was not able to implant the anchor.